Manufacturer narrative:
Evaluation of the returned swiftpac coil (swiftpac) confirmed that the embolization coil was detached from the pusher assembly. This damage typically occurs if the swiftpac is retracted against resistance. If retracted against resistance, the pusher assembly may elongate allowing the embolization coil to detach. The pusher assembly was not returned for evaluation. Therefore, the root cause could not be determined. Further evaluation of the embolization coil revealed offset coil winds along its length. This damage was incidental to the reported complaint and may have occurred during snaring for removal from the patient. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle marginal artery (mma) using a swiftpac coil (swiftpac), a non-penumbra microcatheter, and a guidewire. During the procedure, while retracting the swiftpac to reposition it, the swiftpac unintentionally detached with approximately five centimeters of the coil in the microcatheter and the remaining in the patient¿s vessel. The physician then used a snare device to successfully remove the detached swiftpac. The procedure was completed using a new swiftpac. There was no report of an adverse effect to the patient.